Event description:
Patient was receiving hemodialysis on baxter meridian device. Treatment was initiated at 0710 without any problems. Dialysis ran approximately 1 1/2 hours with the patient exhibiting signs of problems with heart rate. Heart rate was fluctuating from 47, 46, 83, 98 and then increased to 183 and patient went into cardiac arrest and expired. Technician reported patient had a pacemaker, cardiac myopathy and high phosphorous levels. Reportedly, the physician stated the pacemaker "gave out" and high levels of phosphorous over the years contributed to this event. Facility is not attributing event to the device.